Event description:
It was reported that the customer had high blood glucose levels of 213 mg/dl. It was reported that the customer received a displayable history crc check failed on startup error on the insulin pump. The aforementioned error was received several times by the customer. The alarm history of the insulin pump was checked and the errors were verified on the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided

Manufacturer narrative:
A47 alarm confirmed in the history file due to corrupted history file. Pump passed the a21 error test. No a21 alarm noted. No damaged found onc13/lcd. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window.